Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. The patient's mother stated while the patient was at school, she did not feel well. It was indicated that the cgm was displaying a reading of 4.8 mmol/l and when a bg meter reading was taken by the school it was reading 2.1 mmol/l. The patient was provided with gluco juice. At the time of contact, the patient was doing good. Data was provided for evaluation and the allegation was confirmed. The root cause could not be determined. The reported allegation falls within the c zone of the parkes error grid. The data investigation confirms values that fall within the b zone of the parkes error grid.. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.